Manufacturer narrative:
The cobas 8000 c702 module serial number was (B)(6). The field service engineer checked the sample and reagent probes adjustments, the rinse volume, gear pump pressure, and main pump pressure. He performed a mechanism check with no abnormalities. The investigation is ongoing.

Event description:
There was an allegation of questionable urea/bun results from the cobas 8000 c702 module. The initial result was 35.7 mg/dl, and the repeat result was 103.3 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.